Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient of a clinical study allegedly had hallucinations. The patient was allegedly drugged, abducted, and implanted with unknown devices without their consent for a clinical study 1.5 years ago. The patient allegedly had x-rays and cat scans to verify the device locations. There were wires running up their right shoulder, up the neck, and around the right ear. The devices included ¿injectable electrodes¿ in his cranium, a 1-1.5 inch ¿chip¿ in their right shoulder, and two unidentified devices in the hip area that emit magnetic interference. The patient also alleged that the neurostimulators were ¿intended to be used as weapons¿, and his implanted devices were being used to track his activities. The patient noted he had not worked with a physician regarding the implanted devices, however he was going to follow-up with an hcp on potential explant surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative regarding a patient implanted with a neurostimulator. It was reported that the deep brain stimulation implant was used for "remote bio telemetry and brain mapping [¿] involving manipulation and altering of the human mind using frequency based milliamp stimulation." This was clarified to mean that the device broadcasts personal data about the patient's life, violating their privacy. Specifically, the patient alleged that the implants were used for brain mapping and stimulation, prolonged monitoring of "laryngeal electromyographic signals from the trachea." The patient then went on to say that the healthcare professional (hcp) used the device to cause injury and pain, including facial twitching and audible communication with a tinnitus effect to them through overstimulation of the device. Furthermore, the patient alleged that the hcp used the device to attempt to induce psychosis and permanent harm as a form of torture to the patient. As a result of the issues the patient plans to have their devices removed. No further complications are anticipated.